Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty procedure the balloon failed to inflate. The 90% stenosed target lesion was located in the calcified and moderately tortuous unspecificed shunt vessel within the patient's "front" arm. A flextome mr- 4.00mm/1.5cm/140cm cutting balloon was advanced to treat the target lesion. During the 1st inflation, the balloon did not inflate. The device was removed from the patient and a pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a partiall detached blade.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the device found that the returned balloon showed evidence of being inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 3mm distal to the proximal end of the blades. A section of one blade was also noted to be detached for a length of 3mm from the proximal end of the blade and not returned with the device. The pad of the detached blade segment remained bonded to the balloon surface. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).